Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97745nt (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were very sick and had to be with their daughter for a couple months. During that time, they forgot to charge their unit and it went dead. Patient stated they charged the controller and implant and turned the stimulation on, but they couldn't turn the stim on. Patient mentioned that the implant was at 80% and that they tried hitting the stimulation on/off button but the stimulation would not power on. Patient then stated they turned the controller on today and it said memory problem data has been lost repeat the set up process and they were not sure what was going on. Agent walked patient through removing the battery pack and re insert the battery and patient confirmed the controller powered on and was at 100% and the implant was at 30%. Patient mentioned that when they pushed the white button on the top of the controller, the stimulation did not start. Agent had patient go to homescreen and verify stimulation was on; patient confirmed that the stimulation was on and that they were on group c. Patient tried group a, and then switched to group b and said that group b was way out of whack and they were feeling the stimulation in their torso and midriff and down the front of their right leg and it was very strong. Patient switched to group a and said it was not as strong as group b, but it was in the wrong places. Patient noted that group a and b were supposed to address their pelvic floor and inside of their legs and it wasn't doing that. Patient mentioned that they felt nothing on group c; patient added that they don't mess with their settings and it had been a long time since they worked with an mdt rep. Agent reviewed role of rep and potential reprogramming. When asked for an event date; patient noted january to the first week of march they were in ny so a good month ago and they were very ill so they couldn't address the stimulation issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the reps in the patient's area.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.